Event description:
A customer's mother reported that the unit of measurement setting of her daughter's freestyle meter changed. The customer was given 10 extra units of rapid insulin after which her glucose dropped significantly. The customer became very lethargic and shaky and began to slur her words. To bring the blood glucose levels back up, the customer took lucozade and digestive biscuits. The customer's meter has been requested for investigation.

Manufacturer narrative:
The customer's meter has been requested for investigation. A f/u report will be submitted if the meter is received.